Manufacturer narrative:
The initial customer complaint documented the architect total b-hcg assay as one of two likely causes of the customer issue with the other being the architect i2000sr analyzer. Through a product evaluation, it was determined that the architect i2000sr analyzer (list number 03m74-97, serial number (B)(4)), specifically the sample probe (list number 08c94-47), was the sole likely cause of the customer issue. Therefore, the initial MDR (manufacturer report number 3005094123-2017-00033) for the architect total b-hcg assay was filed in error and should be disregarded. No product evaluation testing was performed on the architect total b-hcg assay, list number 07k78-25, lot 72016ui00. Reference manufacturer's report number 1628664-2017-00241 for the final evaluation on this issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states that one patient sample generated an initial architect total b-hcg assay result of 89.44 miu/ml (positive). The sample retested at "<1.2 miu/ml" on three different architect analyzers. A review of the architect i2000sr analyzer instrument logs for the analyzer that generated the initial positive result revealed a possible carryover scenario as a sample generating a total b-hcg result of 20388.0193 miu/ml was run. The logs also showed several pressure errors at the identified sample. There is no impact to patient management reported.